Event description:
Customer reported an error appeared on the device after a downloading attempt. Customer was unable to clear the error. Device is three months old. A request was made for return product and replacement product was sent.